Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause, treatment, patient outcome and action taken with pd therapy were unknown. It was not reported if the patient was hospitalized for the event. No additional information is available.